Event description:
In 2007, the male pt had three cypher select stents implanted in the proximal to mid left anterior descending. During the procedure, a type e dissection was noted after the 2.5 x 23mm stent was implanted, probably caused by the angio wire. The event was graded as possibly related to the cypher stent. The pt was treated with the 3.0 x 23mm stent. Post procedure, the pt had elevated ck. Two days later, another procedure was conducted to treat the proximal rca. A stent was implanted.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. A female from the registry experienced a coronary dissection during a pci. Past medical history includes obesity, family history of coronary artery disease, hypertension, hyperlipidaemia, congestive heart failure and peripheral vascular disease. This pt's history puts her at increased risk for mace. The indication for the procedure was stable angina pectoris. The pt was diagnosed with 2-vessel disease and two lesions were treated during the index procedure. A staged procedure was planned to minimize contrast load. Cardiac enzymes were not measured pre-procedure. Pci was performed in the proximal to mid lad and the proximal rca. The lesion located in the lad was described as type c: bifurcated, 85% stenosis and moderately calcified. The lesion length was 28mm in a 3.5 mm vessel reference diameter. The lesion was pre-dilated before the implantation of three overlapping cypher stents by single stenting technique and final kissing balloon was conducted. A 2.5x23mm cypher select stent was deployed at 18 atm. The stent was post-dilated because the tip of the wire caused a type e dissection. This event was possibly related to the cypher stent and highly possibly related to the procedure. To treat the dissection a 3x23mm cypher select was deployed at 18 atm and a 3.0x88mm cypher select was deployed at 8 atm with satisfactory results. The rated burst pressure indicated in the IFU is 16 atms. The residual diameter stenosis measured 0%. Ck levels were 3 times above the upper normal level at 6-24 hours post-procedure. There was no evidence of mi. Two days later a staged procedure was conducted to treat a lesion located in the proximal rca. The lesion was described as type c: 85% stenosis and moderately calcified. The lesion length was 28mm in a 3.0 mm vessel reference diameter. The lesion was not pre-dilated before the implantation of a 3.0x33mm cypher select deployed at 18 atm with satisfactory results. The residual diameter stenosis measured 0%. At one-month follow up the pt was asymptomatic. The product remains implanted in the pt and is thus available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring add'l intervention, i.e. Placement of add'l stents. This is an inherent risk of the procedure. The elevated ck levels experienced by the pt post procedure are likely to be related to the dissection. Based on the info available, there are possible pt, vessel characteristics and procedural factors that may have contributed to this event.